Event description:
Event description cpi received information that these two stuureless myocardial unipolar leads (4312's) were removed from service and capped due to a sensing problem. They were replaced with a cpi (0010) lead.